Event description:
It was reported that the user¿s ilet pump became unresponsive after the wheelchair-accessible bathroom door struck the device, and the pump later powered back on after an extended period without user troubleshooting while the user was away from a charger. Symptoms included hyperglycemia with a recorded glucose of 289 mg/dl and elevated glucose outside the target range for several hours, without ketone testing or backup therapy and without medical intervention. Outcomes included temporary loss of device function with subsequent spontaneous recovery, no injury, and no hospitalization. Investigation included customer follow-up and user education on charging and device handling; no alerts or alarms were reported during the event. Investigation of this case revealed a transient unresponsive state consistent with a sleep/wake button or power control issue and possible battery depletion, with function restored upon later power-up; no component replacement occurred and the device continued to operate. It was concluded, based on previously established findings for similar reports, that the cause was user environment impact leading to a temporary device nonresponse and/or depleted battery.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.